Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported by the patient that they heard an audible alert from their implantable cardioverter defibrillator (ICD) every four hours. The cadence is indicative of a lead issue. Follow-up was unsuccessful in obtaining additional information. The lead remains in use. No patient complications have been reported as a result of this event.